Event description:
Device #3 of 3. Healthcare professional complained that a hemochron signature elite and pt/inr system reported results lower than expected. A (B)(6) male patient, weight not specified had coagulation status evaluated at a hospital clinic. Therapeutic inr range for atrial fibrillation is 2.0 - 3.0. The hemochron signature elite and pt/inr system reported inr of 1.2; repeat testing five minutes later using same instrument and device lot reported inr of 2.6, which was the expected result. There were no adverse events reported. The hemochron signature elite and ptr/inr system successfully passed electronic and liquid quality control testing before and after patient testing. System storage, sample handling and device operation was evaluated and was found to be consistent with product labeling. This issue has previously been reported by other end users using this lot of cuvettes when ron on different hemochron signature elite instruments, so instrument malfunction is not suspected.

Manufacturer narrative:
This MDR submitted on 03/06/2015 references itc complaint 144619. Patient #1 of 3 is reported on MDR 2248721-2015-00008, and patient #2 of 3 is reported on MDR 2248721-2015-00009. Serial number of the hemochron instrument used for testing this patient is (B)(4). Method - actual device not evaluated. Process evaluation performed. No ncrs or anomalies related to the complaint were identified. Results - no results available since no evaluation was performed. Conclusion: device not returned. Itc has requested all data requiring for form 3500a.